Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: part: 00875704802 name: shell with multi holes porous 48 mm o.d. Size gg for use with gg liners lot: 61338971. Part: 00875100832 name: liner neutral 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell lot: 61616433. Part: 00625006525 name: bone scr 6.5x25 self-tap lot: 61593034. Part: 00784801300 name: modular neck p 12/14 neck taper use with +0 heads only lot: 61636961. Part: 00771300600 name: modular femoral stem press-fit plasma sprayed cementless size 6 lot: 61459910. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01816.

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately 4 years post implantation due to patient allegations of pain and lack of mobility. Legal counsel reported during the procedure the surgeon noted evidence of adverse local tissue reaction and local host sensitivity to the wear debris. The head and stem were revised to competitor product.